Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, after t1 was implanted, during the needle withdrawal, t2 fell off. The implants were removed from the patient using surgical clamps. Surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event of premature activation. There was a relationship found between the device and the reported event of material deformation. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is deployed to the tip of the needle, the needle is bent. The straw is ripped open. A functional evaluation of the device showed that the actuator is stuck at the tip of the needle due to the bend in the needle. An evaluation of the customer provided image showed the device laying on a surface. The depth straw has been raised over the needle to almost cover it completely. The deployment knob is sitting unaided in the forward/deploy position giving the understanding that it is non-functional. The needle/overmold assembly is bent. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an inadvertently bending of the needle/overmold assembly or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.